Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger product ID section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that information was received from a patient regarding an external device (B)(6). The reason for call was patient reports that a couple days ago the recharger started flashing green lights. Patient states that they tried plugging it into different outlets, pressing power button, and left it on the dock for a long period of time but it will not charge. Patient service specialist reviewed best practices for storing the recharger on dock when not in use. Patient said they have not been able to recharge their ins so they are having a return of symptoms. Patient said they are going through pads and need to run to the bathroom and "everything". Patient mentioned they had to take a pill given to them by hcp now because they can't control their bladder. Patient also requested that their dock and cords be replaced. Email to repair sent.